Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Sales rep calling in claims during case the outflow tubing was not keeping up with suction. Switched tubing and accessories and did not correct problem. Did not seem pump was functioning properly. No patient harm. No case delay. Case continued with pump.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (the outflow tubing was not keeping up with suction). Found fluid clogged up inner tubing inside of unit, removed fluid ingression to correct issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the reported failure could be that the quick connect port pressure sensor filter was wet from an overfilled chamber, which may have interfered with accurate pressure measurement. Although, with the given possible root cause a specific root cause could not be determined. A check of the manufacturing finished goods records for the reported serial number revealed no anomalies relating to the reported incident. The lot of this serialized device was released for distribution on march 16, 2015 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot of serialized devices. Further, a review of the depuy synthes mitek complaints system revealed no complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).